Event description:
It was reported that during an acl repair surgery the wire winded in the rollers and did not came out of the end.. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-6068-25r batch, 3174132712, was received for evaluation. Visual evaluation noted marks on the wheel grip lasso equivalent to excessive pressure trying to pass the suture through the wheels; an obstruction was noted on the tip of the shaft, possibly fluid or other contamination. Functional testing with an ar-7222 batch 30084 found resistance when the suture was introduced slowly, and the wheel moved softly without pressure. The suture did not pass. The most likely cause of the reported event is a user error following the device's surgical technique.